Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging irritation in the eyes causing them to close and be blood shot red, respiratory problems ,pneumonia and wheezing, coughing ,short of breathe, headache, nausea and dizziness, nasal/throat irritation or soreness. There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.